Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a mildly tortuous, mildly calcified lesion in the distal left main coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. No difficulties were noted when removing the protective sheath and packaging stylette from the device. The device was inspected with issues. It is reported that the hypotube appeared damaged with a kink at the luer/hub. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that inflation difficulties were encountered during balloon inflation at 12 atm so the stent could not be delivered. The balloon did not inflate completely. The same inflation device was used with other devices, pre and post the inflation difficulties with the resolute onyx. No patient injury is reported. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The procedure was completed with a resolute onyx drug eluting stent.

Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube 9.5cm distal to the strain relief. The device returned with blood visible in the balloon. The device was placed in the waterbath to disperse the blood in the balloon in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material of the balloon distal cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent came off the delivery system after the procedure, while packaging for return. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: it was initially thought that the device was returned with no stent on the balloon, however analysis found that the stent was crimped on the balloon. Therefore, the comment that the stent came off the delivery system, while packaging for return is inaccurate. If information is provided in the future, a supplemental report will be issued.